Event description:
Reporter indicated that a pt experienced bradycardia to approx 20 beats per minute in the operating room. The treating physician believes that the bradycardia was caused by stimulation from an interrupted system diagnostics test. The generator was programmed back to 0ma and the event resolved.